Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. Upon evaluation, the monitor would not power up. The cause of this was that the u1 and c1 capacitors shorted and damaged the l1, l2, and d1 components. The root cause of the shorted capacitors cannot be positively identified. No adverse events occurred from the damaged monitor.

Event description:
During investigation of the monitor sn (B)(4) for an unrelated issue, a reportable malfunction was found. The monitor was unable to power on.